Event description:
It was reported that this implantable pacemaker was suspected of premature battery depletion (pbd) the battery of the device dropped from 4 years to 4 years in a span of 5 months. A request was made to have data from this device analyzed. Data analysis confirmed that this device power consumption was increasing in a gradual fashion. Device replacement was recommended. To date, this device remains in service. No adverse patient effects were reported.